Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the phb data showed that the agc functioned as intended and was able to appropriately adapt to changes in egvs and user inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 45 mg/dl while wearing the pod between 24 and 36 hours. The patient was treated with IV(intravenous) fluids. The patient was released the same day. The pod was not worn when seeking medical attention.